Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp and found that both batteries were fully depleted and would not charge. To address the issue the stm replace the power management board which corrected the issue. The stm calibrated the unit and performed all functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during a routine check, the batteries on the cardiosave intra-aortic balloon pump (iabp) were having charging issues. There was no patient involvement, thus no adverse event was reported.